Manufacturer narrative:
The covidien customer support engineer (cse) replaced the breath delivery (bd) cpu due to the error code. The unit then passed the performance verification test (pvt). The unit was placed back in service. (B)(4).

Event description:
Covidien received information stating that an 840 ventilator had a graphic user interface (gui) central processing unit (cpu) error. There was no report of patient involvement. The date of the event is unknown.